Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and fibrin was found. Attempts to obtain additional information were unsuccessful. The patient¿s admitting diagnosis is unknown, however, the patient reported drain complications. The report of fibrin being found indicates a possible occlusion in the patient¿s pd catheter. The patient has a recent history of pd catheter revision as well. Both of those issues can cause outflow failure for a patient in peritoneal dialysis requiring intervention. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and fibrin was found. Attempts to obtain additional information were unsuccessful. The patient¿s admitting diagnosis is unknown, however, the patient reported drain complications. The report of fibrin being found indicates a possible occlusion in the patient¿s pd catheter. The patient has a recent history of pd catheter revision as well. Both of those issues can cause outflow failure for a patient in peritoneal dialysis requiring intervention. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.